Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri) the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator's elective replacement indicator (eri) flag was activated. Electrocautery was observed. After clearing the eri flag, normal function ensued.